Event description:
It was reported that the user contacted support regarding a supply change and described overnight low glucose alerts, including a rapid dexcom g7 decline from 71 mg/dl to 55 mg/dl within five minutes and a reported low of 55 mg/dl without fingerstick confirmation. Customer care provided support that included education regarding sensor accuracy, and strategies to avoid nocturnal hypoglycemia. Investigation of this case revealed no confirmed meter-verified hypoglycemia and suggested potential sensor compression or transient inaccuracy as a contributing factor to the alert. No clinical symptoms associated with hypoglycemia reported. Outcomes included user self-management without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.